Event description:
The vacutainer needle was bent where the collection tube is placed on the device. Per lab supervisor: we have had over three complaints of our bent vacutainer needle being bent. It is not the actual needle it's the adaptor part of the needle that goes directly into containers. Per site reporter: "I left a message for manufacturer last month and have not heard back yet".